Event description:
It was reported that the patient's pump was loose in the pump pocket and was confirmed to have flipped. The catheter was potentially twisted. The patient experienced a temporary decrease in pain relief. The patient requested a smaller pump. The pump was replaced with a 20ml device. The catheter was replaced to ensure proper position and integrity. It was noted that the physician did not suspect an equipment failure. There was reported to be no patient injury. The medications being delivered via the device system were clonide and dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.